Event description:
A malfunction was reported on a pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, but when the issue persisted, it was decided that the pump would be replaced.